Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to recognize a battery) was confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger. Device evaluation of battery sn (B)(4) has been completed. The reported problem (not recognized by charger) was confirmed. As received, the battery was unable to be recognized by a test charger. The battery had a defective circuit board. The root cause of the defective battery was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's charger was unable to recognize a battery in the charger.